Event description:
It was reported that during the implant procedure, the catheter used was past the use by date (ubd). It was not possible to advance the catheter as the patient's vein was occluded. The catheter was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.